Event description:
Additional information received noting that high impedance was not observed in pre-op, the impedance was within normal limits, 2656 ohms. There was no damage observed on the lead and the lead pin was not reinserted prior to replacing the generator. The surgeon changed the generator and the impedance was within normal limits, 2430 ohms.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen in clinic and presented with high impedance and increased seizures. The patient was then referred for x-ray images and surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card received indicating that the patient underwent a generator replacement. The lead impedance was noted to be ok, 2430 ohms, after the generator was replaced. No known surgical intervention has occurred with the lead to date.